Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28 lot# va10qsv implanted: (B)(6)2016 product type lead removed patient code (B)(4) as it no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the stimulation in the different location was unknown, but the stress incontinence was not associated with the device. The patient had the device reprogrammed over the phone and the device was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the sudden change in stimulation and leaking was the patient couldn't decide what changed so they decided to call in. The call center went through what they had done and then asked what program they were on. The patient didn't even think about changing so they changed programs; the stimulation issue was immediately resolved. No further actions were needed as reported by the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va10qsv, implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient wasn¿t sure if the implanted neurostimulator (ins) battery was depleted or what was happening. They stated they started having emergencies and, when they coughed or sneezed, they would leak. They thought the wire had changed position because they were feeling stimulation in a different location. The patient increased the stimulation from 1.5 volts (v) to 1.65 v, but it didn¿t resolve. They also went to the healthcare professional (hcp) and was given a 5-day treatment of prednisone. That night, they went to stand up, and they flooded. After syncing with the patient programmer, they found the stimulation was on and at 1.65 v on program 2 and the ins was not depleted. They changed to program 3 at 1.0 v and felt stimulation in the correct location. These changes were considered to be sudden and occurred on (B)(6) 2018. There were no further complications reported or anticipated.